Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. During visual inspection the motor had moisture damage. We were unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. We were unable to test for no button response and button error alarm due to blank display. The insulin pump had a cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, missing end cap sticker and corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that he was at the ocean and a wave got his insulin pump soaked. The customer stated that he let the device dry, and replaced the battery but after he turned it back on he received a button error alarm. The customer then inserted another battery and received a battery error alert, and then the display stayed blank and the device would not turn on at all. The customer's blood glucose level varied from 116 to 246 mg/dl between the time of incident and the call. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device should be replaced, and to return their device back for analysis.